Manufacturer narrative:
Further analysis was performed on the heart lead flex. This analysis found that a diode-suppressor component failure caused the out of specification ventricular output.

Event description:
It was reported this unit had been missing for a number of years and when the epg (external pulse generator) was discovered there was no output on the ventricular channel. The epg was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the heart lead flex was out of electrical specification. Analysis also found the lower case, the ring cover, and the lead flex cover are contaminated. Both bail covers are broken and one battery contact is bent. (B)(4).